Manufacturer narrative:
The returned spacer was analyzed and revealed that the spindle cap was completely sheared off from the implant body and was deformed. The damage to the implant was sufficient to prevent functional testing. The deformation of the spindle cap was due to excessive force. The damage to the implant indicates failure was likely due to deployment against resistance e.g. Bone and-or manipulation of the position of the device by gear shifting of the inserter.

Event description:
It was reported that during a superion implant procedure while the physician was attempting to deploy the device he noticed it was not deploying as intended. The physician disengaged it from the instrument and the cap fell off. He replaced the device with a new one that was implanted successfully. The patient was doing well post operatively. Additional information was received indicating the lot number that was originally reported of 800279 was incorrect. The correct lot number of the explanted device is 800327.

Event description:
It was reported that during a superion implant procedure while the physician was attempting to deploy the device he noticed it was not deploying as intended. The physician disengaged it from the instrument and the cap fell off. He replaced the device with a new one that was implanted successfully. The patient was doing well post operatively.